Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 1) occurred during bolus deliveries. The customer's blood glucose level was 136 mg/dl the customer reverted to an alternate method of insulin therapy. Customer declined troubleshooting with tandem technical support.